Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. After device was removed, final hemostasis was not achieved with the device and pressure was held. While pressure was held an ultrasound determined that there was a large pseudoaneurysm and the patient was returned to or for surgery to correct. Surgery successfully corrected the pseudoaneurysm and obtain final hemostasis. No further injury or complications noted.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and bleeding from the puncture site are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and achieve final hemostasis. The reported issues were not related to device malfunction, but was the result of an endovascular procedure, as there was no reported device defects or malfunctions.